Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after taking a spin, the tracking displayed the instrument 2¿3 mm deeper and more medial than the actual instrument location. Screw placement was confirmed with c-arm imaging. There was no reported delay, and no impact on patient outcome.

Event description:
The issue occurred during an imaging system spin using auto registration. The surgeon would then verify accuracy by placing the pass ive planar probe on a spinous process, transverse process, lamina and other locations. When they did this the navigation system would show the tip of the probe 2-3mm too deep into the bony anatomy when they were physically resting the tip of the instrument on the surface of the anatomy. They also checked accuracy with a tracker frame using a thoracic probe and witnessed the same inaccuracy of 2-3mm too deep. A re-spin was not tried.

Manufacturer narrative:
H2: additional information was received and updated in section b5. H3: a medtronic representative went to the site to test the equipment. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.